Manufacturer narrative:
(B)(4): the testing and investigation results confirmed an under-delivery with a stuttering motor. The pole pieces of the motor were found to be misaligned. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.